Manufacturer narrative:
The customer returned the h232 meter, one blood filled collection tube, and two test strips. No abnormalities were noted. The blood was testing using an e411 with a result of <3.00 pg/ml. The blood was testd using a retention meter with a result of <40 ng/l. Routine retention testing of the returned test strips and h232 was compared to the master lot with one negative blood sample and one spiked blood sample. The results of these measurements were within acceptable range. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant high results for 1 patient sample tested for roche cardiac poc troponin t on the h232 meter compared to a cobas e801 module. On (B)(6) 2019 the patient contacted her doctor with pressure in her chest. The patient was tested on the h232 meter with a result of 77 ng/l. The patient went to the hospital where an infarction was excluded. On (B)(6) 2019 the patient was tested on the meter again with a result of 102 ng/l. The patient went to the hospital again where an infarction was excluded. On (B)(6) 2019 the sample from (B)(6) 2019 was sent to an external laboratory where the troponin t hs result from a cobas e801 module was < 3 ng/l. The result from the e801 module was believed to be correct. The customer thinks the issue is related to the patient sample as they tested the sample from (B)(6) 2019 on a different h232 meter with the same strips and the result was 86 ng/l. There was no allegation that an adverse event occurred. Internal qc results were acceptable. The meter and test strips were requested for investigation. The h232 meter serial number was (B)(4). Neither the h232 instrument nor a similar device is sold in the united states.